Event description:
It was reported that the user experienced high glucose while using the ilet and requested a supply change, which was completed after confirming a prior disconnection; the user declined a fingerstick check and reported bleeding upon removal of the old infusion site, with no occlusion or dosing-stopped alerts noted. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, and follow-up to check blood glucose. Investigation included a user interview and device-use troubleshooting. Investigation of this case revealed no device alarms or confirmed hardware malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.